Manufacturer narrative:
The device was manufactured june 29, 2016 ¿ june 30, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The total fill volume of the device and rate of underinfusion were unknown. Priming had been performed and flow of solution was confirmed during prime. There was no report of patient injury or medical intervention associated with this event. No additional information is available.